Event description:
(B)(6) medical center reported that during an endovaginal scan, the technician was allegedly unable to show color doppler flow in the ovary of a patient. The diagnosis was given as ovarian torsion. The patient was taken to surgery where it was discovered to be a normal healthy ovary with normal blood supply.

Manufacturer narrative:
It has been concluded that clarification training will be conducted to highlight the differences between color doppler on the facility's toshiba equipment and their previous ultrasound system (non-toshiba). In addition, further clarification will be added to the user manual describing how toshiba's color doppler functions.

Manufacturer narrative:
Method: evaluation is in process.